Manufacturer narrative:
This is a supplemental report for MFR report #(B)(6). Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Since the subject device was not returned, the exact cause was unknown. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing the cavity pressure indicator value of the front panel of the subject device was insufficient. Other detailed information was not provided. There was no report of patient injury associated with the event.